Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -5.50/+5.0/070 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to refractive surprise. The lens was exchanged for a similar lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and had clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Method: no additional similar complaint type event(s) within associated lots were found. (B)(4).